Event description:
It was reported that the insulin pump alarmed button error after customer dropped the insulin pump in the bath tub. Troubleshooting was done. Customer's blood glucose was 361 mg/dl. Customer treated high blood glucose with bolus. Advised customer the insulin pump would be replaced. Advised to discontinue using the insulin pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed button error due to corroded keypad trace. No moisture damage on electronics noted. The device had minor scratched display window, cracked battery tube threads, and cracked reservoir tube lip.